Manufacturer narrative:
(B)(4). UDI number unavailable as the manufacture date is unavailable. The reported complaint of "pump will not reach 40cc, stops at 35cc" is not able to be con-firmed. The product was not returned for investigation. A device history record review was performed, and no relevant findings were identified. The probable cause could not be determined from the available information. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "iab pump will not reach 40cc, stops at 35cc". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). UDI number unavailable as the manufacture date is unavailable.

Event description:
It was reported that "iab pump will not reach 40cc, stops at 35cc". At the time of this report, the customer has not returned our requests for additional information.